Event description:
Philips received a complaint by the customer on the v60 indicating that the device turned off and on. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The customer called technical support to report that the device turned off and on. The customer checked event log and found that the 1101 and 3007 error codes were logged. The remote service engineer (rse) informed the customer that if the1101 error code occurred in conjunction with the 3007 error code (software exception), no action is required. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.